Event description:
The patient was implanted with a stalif c device at an unknown time. The stalif c device was removed on (B)(6) 2024. The surgeon reported the stalif c device was removed due to pseudoarthrosis with no indication of device malfunction and no additional patient complications. The removal case was completed successfully with the stalif c cage being replaced by a stryker cage.

Manufacturer narrative:
It was reported that a patient was implanted with a stalif c device. Details of the implantation surgery are unknown. The stalif c device was removed on (B)(6) 2024. The surgeon reported the stalif c device was removed due to pseudoarthrosis with no indication of device malfunction and no additional patient complications. The removal case was completed successfully with the stalif c cage being replaced by a stryker cage. A review of the DHR could not be completed as the part number and lot number were not provided and could not be determined during the investigation. Complaint trending found that the rate of complaints was found to be at a level where the clinical benefits outweigh the risks. A review of the related risk assessments found that the risks associated with the complaint are identified and mitigated to an acceptable level. The implant was not returned for evaluation following the removal as it was not released by the hospital. No further details on the removal case or imaging were provided. There were no anomalies associated with the complaint identified during the investigation. According to the removing surgeon, the implant was removed due to pseudoarthrosis. This submission is 1 of 1 devices involved in this event.